Event description:
It was reported that the touchscreen of the pump was cracked and shattered, rendering it unresponsive and illegible, which prevented interaction with the device. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was informed by technical support that the pump would be replaced, with a backup therapy plan involving continued use of the current pump. A replacement pump with updated software was sent to the customer, and they were provided with instructions on necessary steps, including returning the damaged pump.